Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. One clip was successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2024, the patient returned to hospital due to severe heart failure. Echocardiography was performed and it was observed the implanted clip had perforated the anterior leaflet, causing mr to increase to a grade of 4+.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported mr and heart failure appear to be cascading events of the tissue injury. The reported patient effects of tissue injury, mitral regurgitation, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.